Event description:
Complainant alleged that while attempting to monitor a patient (age:63 & gender: male) the device was unable to obtain an ECG signal via electrode pads. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported loss of ECG pad reading could not be duplicated during testing. Review of the logs showed the user changed the lead view from pads to lead I, which removed the ECG signal from the display. The device still registered valid impedance and CPR feedback. The user troubleshot with pads but did not switch back to pads view to restore the ECG display. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.